Event description:
The hospital reported that during the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. No additional information was provided by the hospital. The hopsital did not report any patient complications.